Event description:
Telectronics atrial j-lead with significant fracture. Pt brought in for removal. Percutaneous attempts to remove unsuccessful. Taken to or for removal. Sternotomy performed; difficult, but successful extraction.